Event description:
It was reported to philips that the system gave an alert indicating the generator was busy starting, preventing the system from booting. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system gave an alert indicating the generator was busy starting, preventing the system from booting. Review of the logfile shows issue with generator ips and also the fuses were blown in pdu. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found an issue related to x-ray functionality. The fse checked the system logfiles onsite and found a failure in the power phase. The fse verified that while 400v was entering the pdu of the m cabinet, there was no phase output to the generator. On further troubleshooting the fse found that the fuses in the pdu unit were blown. To resolve the issue, the fse replaced the pdu mains interface unit and the point evr. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.